Event description:
The account generated a false positive architect bhcg of 1546.59 miu/ml with sample ID (B)(6) that repeated negative several times. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The complete ID is (B)(6). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.